Event description:
Pacemaker was removed (B)(6)2015 and replaced with a st jude medical device. Hospital nor medtronic rep are in possession of removed device from 2015. Status of location is unknown. System extraction due to infection. No product issues. No complaints. Hospital is in possession of removed leads only. Rep is not in possession of leads now and will not be in possession of leads in the future. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).